Event description:
It was reported that during surgery the device was not properly meshing. No harm or surgical delay occurred. Taken graft was damaged, but no additional graft was needed and suturing was not needed. Another device was used to finish procedure. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign: event occurred in japan. E1: telephone: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.